Event description:
Procedure: low anterior resection. According to the reporter: it was noticed that the tissue was thick. Staples did not form. The surgeon over-sewed the staple line. An eea was used to create anastomosis. Delay in or was reported as two hours.